Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had cracked on retainer ring. Customer stated that insulin pump had cracked on case and reservoir compartment. Customer stated that reservoir did not locked in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. The insulin pump was returned for cosmetic damage located at the reservoir compartment found on aug 19, 2021 and reservoir does not lock in place. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, partially detached retainer ring was noted during testing. The following were noted during visual inspection: missing display window cover and pillowing keypad overlay. Cosmetic damage was confirmed at the retainer. Customer allegation for reservoir does not lock in place was not confirmed. (B)(4).